Event description:
It was reported that during a stage two implant procedure, impedances greater than 40,000 ohms were measured on the first contact of the extension. The extension was tried in both ports of the implantable neurostimulator (ins), but contacts one or nine was greater than 40,000 ohms. The healthcare professional (hcp) disconnected and reconnected the extension from the lead, but that did not resolve the issue. The hcp ended up using a different lead which resolved the impedance issue and the faulty extension was replaced. After the surgery, the patient was doing fine with normal stage two positive outcomes.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. Product ID: 3550-29, product type: accessory ,product ID; neu_unknown_lead, product type: lead. Product ID: 37086, serial# (B)(4) product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).